Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a pd transfer set leaked. This occurred at the patient¿s home while in use for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye observed a small hole with an oval space and crease located next to the bushing / tubing. Functional testing, including clear passage testing and clamp function testing was performed with no issues noted. Leak testing was performed and failed due to a leak through the hole in the tubing. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.